Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The nurse reported that a red alarm was visible however no audio as heard during ventricular tachycardia. The device was in use monitoring patients. There was no reported adverse event.